Event description:
It was reported that the patient states that her knee is twisted at an angle and she is experiencing pain. Patient is also reporting a burning sensation since under going surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain involving an unknown right stryker knee was reported. The event was not confirmed. No items were returned. No medical record was made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined.

Event description:
It was reported that the patient states that her knee is twisted at an angle and she is experiencing pain. Patient is also reporting a burning sensation since under going surgery.